Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Median paresis was noticed with the patient who had trigen hum nail implanted on (B)(6) 2016. During the revision operation, the surgeon reset the fractured bone with fiber wire, and then used 2 washers with the proximal screw.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned for evaluation.